Event description:
It was reported that the patient experienced ineffective therapy on their right side. X-ray imaging revealed migration of both l2 leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.